Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned instrument and the reported incident. Visual inspection shows an instrument with a detached handle and a loose rod. The plastic handle was not returned with the instrument. No manufacturing anomalies could be identified on the returned instrument. The returned instrument is a single used device and could not be functional tested. The complaint was verified and the root cause could not be determined due to wear. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the plastic handle snapped away from the metal inserter. No patient injury was reported.